Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to t wave oversensing, the field representative discussed the device appeared to be posterior. An x ray was performed. Technical services (ts) was consulted and discussed possible reprogramming options. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, auto setup was performed and no viable vector was achieved. The patient had an echography done and due to the improvement in the patient ejection fraction the physician decided to explant this device and not replace it. No additional adverse patient effects. This product was not returned for analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified slight stretched out proximal end and misaligned at distal end. Surface abrasion was noted on terminal boot approximately 35mm from the terminal end. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray of the electrode confirmed the inner conductor coil was fractured at approximately 25 and 27mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may led to a fatigue fracture.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to t wave oversensing, the field representative discussed the device appeared to be posterior. An x ray was performed. Technical services (ts) was consulted and discussed possible reprogramming options. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, auto setup was performed and no viable vector was achieved. The patient had an echography done and due to the improvement in the patient ejection fraction the physician decided to explant this device and not replace it. No additional adverse patient effects. This product was not returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to t wave oversensing, the field representative discussed the device appeared to be posterior. An x ray was performed. Technical services (ts) was consulted and discussed possible reprogramming options. This s-ICD system remains in service. No additional adverse patient effects were reported.